Manufacturer narrative:
Correction to b2 date of death, b3 event date and d6 procedure date per additional review. Additional information in h10 from no product return investigation. No product returned engineering evaluation was performed, as no product was returned. No imagery was returned for review. As a serial number was not provided, a device history review and a lot history review were unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review. It should be noted that an unknown sapien valve (sapien or sapien xt) was deployed in mitral position. The edwards sapien /sapien xt transcatheter heart valve is only indicated for aortic valve replacement only at the time of original implantation. Therefore, it was off-label operation for mitral valve replacement. Per article, the valve model and the use of delivery system were unknown, and it was off label operation. So, the reference ifus in this section are for tf (transfemoral) procedure in aortic position and were reviewed for relevant guidance for sapien/sapien xt thv implant using novaflex 2/ novaflex+/ retroflex 3 delivery system. The novaflex+ delivery system with sxt valve IFU, novaflex 2 delivery system with sxt valve IFU and retroflex 3 delivery system with sapien valve IFU were reviewed. Per the ifus, additional potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include, but may not be limited to, the following: paravalvular or transvalvular leak; valve regurgitation. No IFU/training deficiencies were identified. The valve regurgitation was unable to be confirmed due to unavailability of medical record and/or applicable imagery. Due to unavailability of valve serial number, DHR and lot history review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien and sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that an unknown sapien (sapien/ sapien xt) valve was deployed in mitral position. None of the edwards sapien transcatheter heart valve was not indicated for use at the original time of implantation. Therefore, it was off label operation. As reported ''one patient underwent a mitral valve replacement procedure with an unknown sapien valve. On the same day of procedure, the patient passed away due to massive mitral regurgitation''. Per the instructions for use (IFU), valve regurgitations (central regurgitation and paravalvular leak) are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. Due to limited information, a definitive root cause was unable to be determined at this time. Since no device problem was identified affecting distributed product, no product risk assessment is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from march 2011 and march 2023. For this reason, the first day of the reported study period 01-march 2011 was used as the occurrence date. In this case, the exact valve model number is not available. The article noted the sapien xt or sapien 3 transcatheter heart valves were used. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p130009 - edwards sapien xt transcatheter heart valve; and p140031- edwards sapien 3 transcatheter heart valve. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00985 investigation is ongoing. Article reference: el beze n, himbert d, suc g, brochet e, ajzenberg n, cailliau a, kikoine j, delhomme c, carrasco jl, ou p, iung b, urena m. Comparison of direct oral anticoagulants vs vitamin k antagonists after transcatheter mitral valve replacement. J am coll cardiol. 2024 jan 16;83(2):334-346. Doi: 10.1016/j.jacc.2023.10.031. Pmid: 38199711. H3 other text: literature reporting, no indication of device return.

Event description:
As reported, through review of medical article " comparison of direct oral anticoagulants vs vitamin k antagonists after transcatheter mitral valve replacement" , corresponding author marina urena, the following events were identified as pertaining to an edwards device: one patient underwent a mitral valve replacement procedure with an unknown sapien valve. On the same day of procedure, the patient passed away due to massive mitral regurgitation. The purpose of this study was to compare bleeding and thrombotic events associated with direct oral anticoagulants (doacs) or vkas in a prospective cohort of tmvr patients. Among 186 patients who underwent tmvr at our center between march 2011 and march 2023, a total of 156 patients were included.